Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, wear abrasion and opening. A microscopic analysis was performed which identify, sharp edge and with a stress marks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening in the posterior with stress marks, due to surgical impact opening. Non-penetrating nick(stress marks).